Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that there was a lead safety switch (lss) from bipolar to unipolar sensing configuration on this pacemaker system due to the right ventricular (rv) lead pacing impedance being greater than 3000 ohms. This value was high out of range. It was noted that this system exhibited oversensing of the myopotential noise in unipolar. This was resolved with reprogramming at in-clinic follow-up. No adverse patient effects were reported. Currently, this pacemaker system remains in service.

Event description:
It was reported that there was a lead safety switch (lss) from bipolar to unipolar sensing configuration on this pacemaker system due to the right ventricular (rv) lead pacing impedance being greater than 3000 ohms. This value was high out of range. It was noted that this system exhibited oversensing of the myopotential noise in unipolar. This was resolved with reprogramming at in-clinic follow-up. No adverse patient effects were reported. Currently, this pacemaker system remains in service.